Event description:
It was reported that the "swab is stuck in the operator channel". The issue occurred during reprocessing. There are no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to clogging of water suction tube, foreign objects come out of distal end; and, due to clogging of balloon water tube, foreign objects come out of distal end. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.